Event description:
Revision surgery due to the slippage of a ccd rod. The surgeon who performed the revision implanted another ccd system.

Manufacturer narrative:
Additional investigation revealed when comparing the marks on the end of the screw for the construct that came from the surgeon on one side, and for some contructs tightened to 11n.m as required, it could easily be concluded that the construct had been insufficiently tightened.